Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the right ventricular lead exhibited high pacing impedance. The rv lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray analysis did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.